Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer reported that the fill cannula units screen timed out in about 1 min and finish loading alarm occurred. Customer reported event was resolved by complete set change and customer also talked about a bubble in the reservoir. The customer troubleshoot was performed. The insulin pump will not be returned for analysis.